Event description:
A plate, implanted in 2001, broke approximately 9 months post-operative and was removed in 2002. Plate was implanted for a left calcaneal cuboid distraction arthrodesis with iliac crest bone graft, and kidner procedure. Pt was diagnosed with a delayed union.